Manufacturer narrative:
The received device was fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed with the needle mechanism that would cause the cannula to retract. The device data did not show any pulse width increases or struggle during the run and was deactivated at 1391 pulses. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 22.1 mmol/l (397.8 mg/dl) while wearing the pod between 36 and 48 hours on the back. After pod removal, the patient found the cannula had retracted into the viewing window and it was bent. A new pod was applied to treat the hyperglycemia.